Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. With a known good oxygen supply source connected, the unit was powered on with a known good ac adapter, a known lung, and a known good circuit connected. The unit powered on and boot up with no issues. The unit passed 116.3 hours of extended bench testing at the customer's setting. The unit passed the initial final test and the initial alarm volume test with no abnormalities.

Event description:
It was reported to vyaire medical that while in use on a patient in non invasive mode, the ventilator stopped delivering breaths for about 1 minute and no alarms occurred. The customer stated that they reset the ventilator and the same thing occurred. There was no harm to the patient.